Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 10 cc of clenz that leaked onto the floor. The leak was not contained. The customer was going to run a startup when she noticed the instrument leaked clenz during the shutdown. The instrument did not generate any error messages. No patient samples were running when the leak was identified. The operator was wearing personal protective equipment of gloves, gown, and goggles when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found pinch valve pv28 had a pressure leak. The fse replaced both tubings in pv28 to correct the pressure leak. He was unable to find any visible signs of a fluid leak. (B)(4).